Event description:
It was reported while testing for sars cov-2 false positive results were obtained. It is unknown what type of confirmatory testing was performed. No additional information has been provided by the customer at this time. Eua #: (B)(4).

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0255086 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0255086 was manufactured according to specifications and met performance requirements. Customer reported false positive results in run #32 and run #78. Run #78 samples are using water for negative controls. Customer provided the run files #32 and #78 from instrument ct1801 for investigation. Manual pcr curve adjudication was conducted across the positive results in both runs. The pcr curve on lane a10/run #32, show a step dislocation in both fam (n1) and cy5 (n2) channels and generated positive results. All other positive results from this run displayed fluorescence increase associated with real-time pcr amplification and look like true positive results. The pcr curve on lane a05/run #78, shows also a step dislocation and shaky curve in the raw pcr signal and generated a positive result in fam (n1) channel. It is unlikely that the step dislocations are due to true amplification and the root cause was not identified. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 lot 0255086. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. It is unknown what type of confirmatory testing was performed. No additional information has been provided by the customer at this time. Eua #: (B)(4).